Manufacturer narrative:
Competitor products: bencox delta head: pn 01.01.041, ln 20dan01015 and pn 01.01.28, ln 1332791; universal ringloc 2-hole shell 48 mmlnr sz 22; pn 14-103648, ln 225330.

Event description:
Patient underwent left hip revision approximately twelve months post-operatively due to recurrent dislocation with onset approximately one month post-operatively.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted, and reported event cannot be confirmed. Device history record was reviewed with no deviations or anomalies noted. This device was used for treatment. Review of the complaint history determined that no further action is required as no were trends identified. A definitive root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent left hip revision approximately twelve months post-operatively due to recurrent dislocation with onset approximately one month post-operatively. Information provided indicated that the hip was in 5 degrees of retroversion.